Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during transport monitoring of a pt, the heartstart mrx was unable to acquire 12 lead ECG. The trunk cable and 12 lead set were replaced and the issue persisted. There was no pt impact.